Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. Review of the device history records were performed which confirmed no inconsistencies.

Event description:
It was reported that during an acl reconstruction with meniscal repair the anchors pulled out of the meniscus. This same issue occurred with three separate fastfix devices during this procedure and as a result caused the patient's meniscus to be frayed. The procedure was completed with a backup fastfix device with minimal procedural delay. No further incidents were reported as a result.